Event description:
It was reported that intermittently the 2000 system table will not fluoro. It was also noted that the system will not "arm" in the radiographic mode; however, the system will take radiographic exposures. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, repaired and adjusted the table fil door and light sensor and as a proactive measure, reseated all table, generator and workstation connectors. The system was tested and found to be working as intended and placed back into service.